Manufacturer narrative:
B2. Date of patient death was not reported in the article. B3. Event date is the date of article electronic publication. G4. PMA reference # is unknown as the event occurred in another country and the onyx model number was not reported in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Yu, j. (2024). Delayed venous hemorrhage after endovascular treatment for a petrous ridge dural arteriovenous fistula. Radiology case reports, 20(1), 781¿790. Https://doi.org/10.1016/j.radcr.2024.10.112 medtronic review of the literature article found a case report of a 59-year-old male patient who underwent an endovascular treatment (evt) procedure with onyx embolization to treat a petrous ridge dural arteriovenous fistula (davf). It was noted in the article that delayed hemorrhage is a known complication for this therapy that has fatal outcome, and that was the what occurred in the case reported in the article. It was reported that the davf an obliterated in the evt procedure. 2 marathon microcatheters were used in the procedure for delivery of onyx-18. No device malfunction was reported and the patient awoke normally after surgery with no neurological deficit. However, 20 hours after evt, the patient experienced left side hemiplegia. Computed tomography (CT) did not show any hemorrhage and ischemia was initially considered. A nasogastric feeding tube was placed to maintain an adequate fluid volume for good circulation. However, the patient¿s condition did not improve. 30 hours post evt, the patient fell into a coma and, at that time, CT revealed hemorrhage of the brainstem and cerebellum into the ventricle system. After 10 hours of conservative treatment, the patient died. The complications were considered known complications for the therapy/procedure.